Event description:
I have been using the free style freedom lite blood glucose monitor system and my hands started to itch like crazy. So I stopped using the monitor against my dr's orders and the itching has stopped. I think I am allergic to the test strips as I don't believe a needle would cause this having no chemicals on it. I'm not sure if this has ever happened to anyone else but I contacted abbott to see if they have other strips to use as my insurance only gives one free monitor a year. So I am stuck with no monitor to use because this one drives my skin crazy with itching. I know that we are all different and that my body reacts to these strips like others might not. Thanks for listening to my problem with these strips. Thank you, (B)(6).